Event description:
As reported by the field clinical specialist (fcs), approximately 7 years and 2 month post transfemoral tpvr (transcatheter pulmonary valve replacement) procedure with a 20mm sapien 3 valve in the pulmonic position, the valve failed due to stenosis. The patient presented with shortness of breath, dizziness and syncope, and mean gradient measured 40mmhg. Per report, the stenosis was due to calcification/pannus. The patient underwent shockwave treatment followed by a successful valve in valve procedure with a second 20mm sapien 3 valve. The patient was in stable condition and discharged home.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b4, b5, b7, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate that patient factors (stent narrowing due to severe calcification of the external conduit) may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Additional information provided per medical records: an echocardiogram performed showed that the sapien 3 valve was implanted in a pulmonary homograft with a right ventricle to pulmonary artery (rv-to-pa) and conduit stents. The prosthetic valve appears to be well-seated. Valve leaflet motion was not well visualized. There is mild to moderate regurgitation, severe stenosis by doppler (peak velocity 4m/s, peak gradient 63mmhg, mean gradient 37mmhg). A CT performed reported that the combination of the metallic stent frame with likely calcification in the conduit prevents visualization within the interior of the conduit to evaluate the transcatheter heart valve leaflets. The stent frame is slightly compressed by the external conduit and at its narrowest portion near where the leaflets are the dimensions are as follows: the min/max diameters are 12.6 x 14.5 and the cross-sectional area is 1.4cm^2. It was noted, ''this may not take into account any calcification or pannus involving the leaflets because the interior of the stent frame is not well visualize''. Angioplasty was performed with 12mm shockwave balloon using 2 balloon technique with both balloons positioned across the narrowing in the conduit and inflated in the conduit at 6 atmospheres each. The result was softening of calcium to allow expansion of the conduit. Angioplasty was then performed with a 20mm atlas balloon across the conduit narrowing with resolution of the waist. The result was ''relief of pressure gradient with no complication and angiographic improvement''. The pulmonary insufficiency remained 3+. A 20mm sapien 3 valve was implanted inside the conduit stents and inflated to deploy the valve. The valve was then post dilated with a 20mm atlas balloon. The result was ''relief of pressure gradient with no complication, angiographic improvement and a competent valve''. Pulmonary insufficiency was reduced to 1+.